Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the white screen was verified. The lcd color display module was replaced to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.